Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during an esophageal stenting procedure. According to the complainant, the suture would not release when deploying the stent. The procedure was completed with another ultraflex covered ng esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).